Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: vedr01 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was reported that immediately post-op, the monitor showed loss of capture on the ventricular lead. During device check, sensing numbers and thresholds on the lead varied wildly. The physician decided to re-open and reposition the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.